Event description:
It was reported to philips that the system's shutters were stuck closed, preventing imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that shutters unavailable. Upon troubleshooting, the philips field service engineer (fse) checked the system logfiles onsite and found that collimator shutter not working. On further troubleshooting the philips field service engineer (fse) checked the onsite and found collimator shutter was unable to open. To resolve the issue, the fse replaced the collimator. The defective part was sent for analysis, for collimator module malfunction was observed, and the failure was found to be shutter doesn¿t run smoothly and xdc board have malfunction. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.